Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 549mg/dl. Troubleshooting was performed. The caller stated that the infusion set had kinked tubing, which caused his blood glucose to rise. The customer also mentioned that the device alarmed motor error, but it was not exposed to a high magnetic field. Assisted the customer to run the displacement test and passed. The customer removed the infusion set due to no delivery alarms during basal, and she declines to continue testing the device. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.